Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd received 1 sample and 3 photos for investigation. The sample and photos were reviewed and the indicated failure mode for missing IV shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the protective cap was missing leaving needle exposed. The following information was provided by the initial reporter: "as you can see, there is no cover on the needle inside this unopened product.".